Event description:
It was reported that an ilet pump appeared to shut down and later resumed operation after being placed on charge, after which the user could view glucose readings and the system indicated bg run mode; blood glucose was affected with a highest reported value of 194 mg/dl and troubleshooting and education were completed. Customer care provided support that included remote troubleshooting and user education, along with monitoring to confirm stabilization of glucose values. Investigation of this case revealed that the device powered back on and functioned as expected after charging, with no persistent alarms or failures observed and no device component replacement required. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.